Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a system implant. During the procedure, the right atrial lead was deployed several times. Dislodgement was noted via electrogram and fluoroscopy. The lead was repositioned and the pocket was closed. Surface electrocardiogram revealed no capture on the right atrial lead. The patient's pocket was reopened and the lead was explanted due to suspicion of tissue in the lead's helix mechanism. A new lead was implanted and no cardiac signals were noted. The lead was removed and replaced after several unsuccessful sensing attempts. The patient was stable throughout.